Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set insertion event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.